Manufacturer narrative:
Follow-up #1: date of submission 06/05/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/26/2015 with the following findings: the battery compartment was cracked near the top, below the bumper pad and between the bumper pad and the top. The battery cap had stripped threads. Unrelated to the initial allegation, the contrast button was intermittently unresponsive. Contamination was found underneath all of the keypad button contacts.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was a crack in the pump casing. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.